Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, arm 1 rotated 360-degrees. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that during the last case the staff reported to her that arm 1 rotated 360 -degrees. She was unable to provide any information about the issue but was on-site at the time of the call and was planning to support the next case. She wanted the issue documented and was planning to discuss the issue with the surgeon when they are available. The customer converted the case to laparoscopic. Isi followed up with the initial reporter and obtained the following additional information: the customer converted to laparoscopic procedure due to the issues with the arm. The isi csr was not aware if the customer performed any troubleshooting; the customer did not attempt to contact technical support. It is unknown what the surgeon believed caused or contributed to the issue and if there were any issues during the system set up, or ports placement. The isi csr was not informed about outside influences that may have impeded the movement of the system. The procedure was in progress for approximately 40 minutes. There was no harm to the patient and the laparoscopic procedure was completed with no issues. The isi csr stated that she observed the next two cases and no issues were noted.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) reached out to the customer multiple times with only one response that the customer would contact the isi fse. No site visit was conducted as the customer declined service. The system was reportedly working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per the review, the following was confirmed: sleeve gastrectomy procedure occurred on (B)(6) 2022 on system (B)(4). This complaint is being reported due to the following conclusion: the customer converted to laparoscopic after the start of the da vinci procedure due to the arm rotating 360-degrees. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.